Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 2000022922. Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients lead had migrated. It was also reported that the patient had inadequate stimulation and undesired sensations in the rib and legs. No device malfunction was suspected. All components were explanted and will not be returned.